Event description:
It was reported that during a sleeve gastrectomy procedure surgeon was clamping down on tissue and wanted to reopen stapler to reposition before he fired. Device would not easily open. He has to manually force handle open to open jaws. Surgeon was able to still use the same device to complete the procedure.

Manufacturer narrative:
(B)(4). Date sent: 9/27/2023. D4: batch # 368c91. Additional information was requested, and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. What is the most current patient health status? Unknown. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). (B)(6) (myself) is providing the answers. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details.: device was shipped out on monday (B)(6). I do not have tracking. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with no reload present. The device opened without any difficulties noted. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling,  the pcb board was noted to be non-functional.  Pcba analysis showed that there was an open connection in the circuit due to cracked copper pads on the flex cable between the main and right art pcbs. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the pcb board is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 368c91, and no non-conformances were identified.